Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had the alarm generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running. The customer's blood glucose level was 15.1 mmol/l at the time of incident. The customer stated that the error occurred second time after resetting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, pump trace download analysis confirmed the pump alarmed power error 25, low battery alert and power loss alarm. The power management tool confirmed power error, low battery alert and power loss alarm due to non-sleep anomaly software error. Insulin pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.